Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined follow up from tandem technical support. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was in the 400's mg/dl.